Event description:
It is reported that the device was implanted in 1999, and revised in 2009, due to eccentric liner wear.

Manufacturer narrative:
Evaluation summary: the devices were in vivo for approx. 10 years. No product was returned for eval. Also, no x-rays were returned for review. It is unk whether the eccentric liner wear occurred on the liner/shell interface (i.e. Backside wear) and/or on the liner/femoral head articulating surface. The mating femoral stem and acetabular shell component are unk and condition thereof is also unk. Pt's height and activity level is unk. Based on the above info and observations, the eccentric liner wear may have been due to one or a combination of the following mechanisms: micro-motion between the poly liner and acetabular shell may have led to expedited poly wear, the orientation of the mating components such as the acetabular shell and femoral head may have led to poly wear, and pt weight, activity level, and activity type (i.e. High impact vs. Low impact) are also factors which may lead to poly wear. Based on the info a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.